Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have damaged conductor wire insulation. There was fragmentation of the insulation, and the internal conductor wire were exposed.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.